Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure using a preclose technique of the right common femoral artery after an interventional procedure in which an 18f sheath was used. Reportedly, the sutures of two devices were successfully deployed and after the interventional procedure, during closing, a suture on one device broke. Two additional perclose at devices were attempted to be deployed; both resulted in a cuff miss. Another perclose at device was successfully deployed and hemostasis was achieved using the two perclose at devices. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was not returned. Review of the device history records for this lot did not produce any findings relevant to this report.